Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlint.net transmission, intermittent undersensing issue was observed with inappropriate atrial fibrillation detection. The false episodes were detected during the time of sleep. Due to the sleep position of the patient being a possible cause of the issue, it was recommended to bring the patient to the clinic to reproduce the undersensing issue. The device has already been programmed to the maximum sensitivity. No further information available.